Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while liver resection during hepatectomy, when firing the first reload, there was an incomplete staple line on the distal part. Surgeon replaced the reload and upon firing, the device was not able to fire this time. Surgeon replaced both handle and reload to resolve the issue. No patient injury.